Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that a steris arm board came away from the bed rail during a surgical procedure. The serial number listed for the arm board subject of the reported event does not match steris scheme or the scheme of steris vendors. The arm board is maintained by ge biomed. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported. A steris technician went to the facility to investigate the incident. The technician was informed the ratcheting mechanism on the arm board was not holding, allowing it to pivot. Our technician was unable to inspect the arm board as the user facility disposed of it prior to steris becoming aware of the event. A replacement arm board was ordered by the facility. An in-service on the proper use and operation of the 4085 surgical table and accessory arm board was provided on 7/2/2013.